Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that the dreamstation 2 adv auto CPAP filter was black and pressure was fluctuating, but the ramp was off. There was no patient harm or injury. Device evaluation has not begun; once the evaluation is complete, a follow-up report will be filed.